Event description:
It was reported that noise was observed on the stored egms resulting in hv therapy. Noise was not reproduced. A lead integrity issue with the v-tip was discussed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.